Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used decontaminated samples was returned for investigation. Photo of the sample is attached to the complaint. Under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received samples. It was found that samples cannot pass this 12 hour test - cuffs were deflating during inflation. Sources of leaks were detected by water testing - cut in inflation line under the flange. Due to fact that cuff deflations were not observed prior use, it is most probable that reported failures occurred during tracheostomy procedure or during use. The cause of the reported problem was traced to the user manipulation of the device. No lot number was provided; therefore, DHR (device history review) could not be performed.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer found leakage of air from the cuff during use. No patient injury reported.